Manufacturer narrative:
Evaluation summary: it is unknown which mating shell impaction adapter was used during surgery. It is also unknown whether the instructions per the surgical technique were followed. It is possible that the threads on the inserter were not fully engaged with the cup threads at the time of assembly. This failure can be caused by (but not limited to) one or a combination of the following: the shell impaction adapter square feature not being aligned properly and assembled flush with the square mating feature in the continuum shell during assembly; during use of the ball hex head driver, the inserter bolt may simply during assembly; 2) during use of the ball hex head driver, the inserter bolt may simply not have been tightened securely enough during assembly to the shell. However, without the device, it is not possible to determine the root cause with certainty at this time. Results: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the surgeon had to extend the incision to accommodate a zimmer trilogy introducer due to the fact that the offset shell inserter would not function properly.